Event description:
A customer contacted beckman coulter inc. (Bci) stating the synchron cx9 alx clinical system was leaking from the hydrocanister area and front of the instrument on the floor. Per customer, the leak appeared to be creatinine (cre) reagent. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and cleaned the spillage. Fse could not find the cause of the leak but cleaned the drain system. There were no further complaints to date.